Manufacturer narrative:
The manufacturer made several attempts to obtain the serial number for the device in question and was unable to acquire further information. Because the serial number is not known a device history record review could not be performed. In addition the device is unavailable for analysis because proper shipping documentation cannot be created without the associated serial number. Because of these circumstances no further investigations can be performed. Per clinical experience myocardial infarction leading to patient death is not a device related issue. However, because the device in question could not be analyzed and no further information could be obtained the root cause cannot be determined at this time. If further information is made available the investigation will be reopened for analysis.

Manufacturer narrative:
Device not available.

Event description:
On (B)(6) 2018 a crown cna19 was implanted as part of the (B)(6) clinical trial. On (B)(6) 2018 a serious adverse event occurred as reported via. The (B)(6) clinical registry. The patient suffered from heart failure secondary to a severe myocardial infarction. The patient was placed on extracorporeal life support. On (B)(6) 2018 an update was received from the (B)(6) clinical registry noting that the patient had passed away. The date of death was recorded as (B)(6) 2018.

Manufacturer narrative:
The manufacturer received the serial number for the device in question on (B)(6) 2018. The device serial number has been added to. In addition the manufacturing and expiry dates have been added to respectively. Per internal clinical assessment completed by the persist-avr clinical database this event was not valve related. The myocardial infarction was not resultant of valve malfunction and per clinical experience is not a valve related event. Because of this no further investigations will be performed.